Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1012827. Medical device expiration date: 2026-01-31. Device manufacture date: 2021-01-12. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tear drop label was missing and sterility was compromised with the bd nano¿ 2nd gen pen needles. There were 6 pen needles from an unknown lot# and 3 with lot# 1012827. The following information was provided by the initial reporter: consumer reported missing teardrop label in 2 boxes of product. Consumer stated previous box had 6 affected pen needles & current box has 3 affected pen needles. Consumer was unable to provide catalog/lot # for previous box; product description: bd nano 2nd gen pen needles. Previous box catalog: unknown. Lot: unknown. Date of event: unknown. Samples: no. Current box catalog: 320550. Lot: 1012827 date of eve.nt: unknown. Samples: available, sending mail kit mkb.

Event description:
It was reported that the tear drop label was missing and sterility was compromised with the bd nano¿ 2nd gen pen needles. There were 6 pen needles from an unknown lot# and 3 with lot# 1012827. The following information was provided by the initial reporter: consumer reported missing teardrop label in 2 boxes of product. Consumer stated previous box had 6 affected pen needles & current box has 3 affected pen needles. Consumer was unable to provide catalog/lot # for previous box; product description: bd nano 2nd gen pen needles. Previous box. Catalog: unknown. Lot: unknown. Date of event: unknown. Samples: no. Current box. Catalog: 320550. Lot: 1012827. Date of event: unknown. Samples: available, sending mail kit mkb.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 31-mar-2022. H.6. Investigation: customer returned (3) open 4mm, 32g pen needles without the tear drop label. Customer states that the tear drop label was missing. All returned pen needles were examined and all exhibited a heat stake on the water of the outer cover, indicating that all samples were properly sealed with a tear drop label. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the tear drop label was missing and sterility was compromised with the bd nano¿ 2nd gen pen needles. There were 6 pen needles from an unknown lot# and 3 with lot# 1012827. The following information was provided by the initial reporter: consumer reported missing teardrop label in 2 boxes of product. Consumer stated previous box had 6 affected pen needles & current box has 3 affected pen needles. Consumer was unable to provide catalog/lot # for previous box; product description: bd nano 2nd gen pen needles. Previous box: catalog: unknown. Lot: unknown. Date of event: unknown. Samples: no. Current box: catalog: 320550. Lot: 1012827. Date of event: unknown. Samples: available, sending mail kit mkb.